Event description:
It was reported by the depuy mitek rep that the ceramic portion of a depuy mitek vapr se electrode broke off into the pt. All the pieces were retrieved from the pt and there were no pt consequences.

Manufacturer narrative:
Depuy mitek to date, has not yet rec'd the complaint device for eval. However, the reported failure mode of the device is consistent, with failures produced in a laboratory environment by the application of excessive mechanical force. Although it is not conclusive, we could not identify any other factors that would result in such a failure other than those mentioned in the instructions for use. All the pieces were retrieved from the pt and there were no pt consequences. However, if this was to recur and the broken fragment not retrieved from the pt, it is possible that pt injury could potentially occur. Because of this potentiality an MDR is being filed to document this event. When and if the complaint device is rec'd here at depuy mitek it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause an additional follow-up report will be filed.